Manufacturer narrative:
Batch review performed on 07.october.2020: lot 1903588: (B)(4) items manufactured and released on 03.jul.2019. Expiration date: 15.jun.2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional devices involved: batch reviews performed on 07.october.2020. Gmk-sphere 02.12.0210fr tibial insert fixed sphere flex size 2/10 mm r (k121416) lot 1905117: (B)(4) items manufactured and released on 13.sep.2019. Expiration date: 01.sep.2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Gmk-sphere 02.07.1202r tibial tray fixed cemented size 2 r (k090988) lot 1906228: (B)(4) items manufactured and released on 04.dec.2019. Expiration date: 20.nov.2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Gmk-sphere 02.12.0003r femoral component sphere cemented size 3 r (k121416) lot 1905064: (B)(4) items manufactured and released on 23.sep.2019. Expiration date: 11.sep.2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of infection and the pathogen is unknown. The surgeon removed all components and implanted a medacta insert and femur with antibiotic cement 3 months after primary. The surgery was completed successfully.